Event description:
The customer reported that the generator error message displayed during a case. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep could not duplicate the generator error upon arrival. Most likely, the symptom was an elevated gas level in the monoblock which may have caused an arc in the monoblock. He ran through the tube conditioning procedure which is used to evaluate the tube and burn out any gas that may appear in the monoblock from inactivity. This is a common occurrence in these tubes if not used frequently. If this happens again, the monoblock should be replaced.